Event description:
During the index procedure, the patient had an endeavor sprint drug-eluting stent and another brand stent implanted. Approximately 13 months later, the patient expired. The cause of death is unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). Conclusions: inherent risk of procedure ¿ (death). (B)(4).